Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. Unable to verify battery last less than expected.

Event description:
Information received by medtronic indicated that some batteries diminish more quickly. No harm requiring medical intervention was reported. The device will be returned for analysis.